Manufacturer narrative:
Adverse event was "other serious (important medical events), not "life-threatening". (B)(4).

Manufacturer narrative:
Manufactured in u.s. But not distributed in u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens "exchanged for longer." No other information is available at this time, multiple attempts made to contact customer.